Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient had been having a lot of pain since being implanted the day prior to this report. The patient wasn't able to sit down. The stimulation from the implantable neurostimulator (ins) had not been turned on. The patient returned to the hospital and they were going to do an MRI. Follow up information received on jan. 11, 2016 from the healthcare professional (hcp) reported that the patient was diagnosed with post dural puncture headache. An MRI of the spine and head was normal. As an intervention to resolve the issue, an epidural blood patch was placed under fluoroscopic guidance (on (B)(6) 2015) with immediate improvement reported. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.